Manufacturer narrative:
Additional information received from the customer confirmed that a third party company provided maintenance service to the hospital's equipment. The device was not returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the olympus endoscope reprocessor (oer) was used to improperly reprocess the cysto-fiberscope. The water filter expired in 2021 and had not been replaced in more than two years, subsequently leading to the mismanagement of replacing the water filter in accordance with the instructions for use. There were no reports of patient harm, injury, or infection. Related patient identifiers: (B)(6).

Manufacturer narrative:
The reported event of a decrease in longevity after the capacitor maintenance check occurred was confirmed. Based on the information provided, it was determined that the decrease in longevity was due to an increase in pacing output at the time of the longevity assessment. The software analysis found that the device is performing per design.